Event description:
Caller alleged discrepant results using the inratio2 meter: results as follows: date: (B)(6) 2011, 7:00pm inratio= 2.8, 12:00pm lab= 5.03. Date: (B)(6) 2011, inratio= 4.0. Pt self tester did not notice any bruising/bleeding. Pt started coumadin and amiodarone about 4 weeks ago when she was admitted to the hospital.

Manufacturer narrative:
Investigation pending.